Manufacturer narrative:
B3-date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2024-00175. It was reported that patient experienced pain and discomfort at the ipg and lead sites. Blisters were also noticed at the lead and ipg site. Patient was treated with unknown medications, however surgical intervention may take place to address the issue.

Manufacturer narrative:
A patient experienced pain and discomfort at the ipg and lead sites was reported to abbott. Blisters were also noticed at the lead and ipg site. Patient was treated with unknown medications. The patient is requesting to have their system explanted. No intervention is scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.